Event description:
Additional information was received; the pet scan did not reveal an infection, however a revision procedure will be performed to prevent pocket erosion.

Event description:
Boston scientific crm received information that thirty days post implant, this implantable cardioverter defibrillator (ICD) device displayed a pocket infection. The patient with this device received antibiotic medication. This device remains implanted and in service.

Manufacturer narrative:
According to available, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained; a revision procedure was performed, his device was successfully repositioned in the sub pectoral body location. This device remains implanted and in service.

Event description:
Additional information was received; during a follow up visit, the patient with this device described pain symptoms at the incision site. A visual inspection of the pocket revealed the skin appears thinner, however no fever was reported. The patient will have a pet-scan to determine if the tissue is infected.